Event description:
During the percutaneous peripheral vascular interventional procedure involving the right superficial femoral artery, the cordis sv5 wire, had a very small fracture at the distal tip. During the angioplasty and stenting process, the wire itself was removed, but the fractured piece at the tip was actually imbedded against the wall of the vessel with no hemodynamic instability on the part of the patient. The small piece of wire that remained within the vessel was non-flow-limiting. Diagnosis or reason for use: assist with stent positioning/placement/delivery.